Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1158t86 lead, implanted: (B)(6) 2011, st jude lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular pauses lower than the lower programmed rate. A ventricular electrogram revealed ventricular events not being sensed. The physician noted reliability concerns with the device. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.